Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an unknown size trifecta valve was implanted in the patient on an unknown date. The trifecta valve was reported to have a tear and the patient will undergo another transcatheter aortic valve implantation(tavi) procedure. The tavi valve in valve procedure was performed in (B)(6) 2021 with an non-abbott valve. Patient status post-operatively is unknown. No additional information was provided.

Manufacturer narrative:
An event of "a tear" was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.